Event description:
Reporting status: death. Reporting rationale: the pt died. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was returned on (B) (6) 2008. During the procedure, a 3.0 x 18 mm xience v stent was deployed in the mid right coronary artery (rca) lesion and a 3.0 x 23 mm xience v stent was deployed in the proximal rca lesion. There were no pt or product issues noted at the time of the procedure. However, on (B) (6) 2009, the pt returned with chest pain and was admitted to the emergency room. The pt was found to be experiencing an anterior st elevation myocardial infarction (stemi) and was taken directly to the cardiac cath lab. The pt arrested and resuscitation attempts were unsuccessful and the pt subsequently died. The pt underwent diagnostic coronary angiography prior to the death and plans were to treat the target lesion (lesion treated at index procedure) for restenosis. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). The second xience v rx 3.0 x 23 mm (part #1009541-23/lot #8051261) mentioned is being filed under the same MFR number.